Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
It was reported during pre-test and inspection of electric pen drive, it was discovered the unit would turn on automatically and then overheat when plugged in. The device was not used in a surgical procedure, no patient involvement, and no harm to the user was reported.

Manufacturer narrative:
A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue.(B)(4)

Manufacturer narrative:
This device is used for treatment, not diagnosis. The reporter's complaint that the electric pen drive drill turns on automatically and overheats could not be confirmed.

Event description:
This is report 1 of 1 for (B)(4).